Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor not working) was confirmed. Upon evaluation, the front response button was not functional due to contamination found under the metallic center dome. The cause of the inability to activate the monitor is the contaminated dome. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the monitor was not working.